Manufacturer narrative:
As the results from both methods were above the expected values for the assay it was possible that auto insulin antibodies were present. A specific root cause could not be identified as no sample from the patient could be provided for further investigation. Additional information for further investigation was requested but was not provided. Based on the provide calibration and qc data, a general reagent issue was not suspected.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable insulin result for one patient sample from analytical e module analyzer serial number (B)(4). The initial result was 161.9 uu/ml and the result by lumipulse presto ii (fuji-rebio) was 55.4 uu/ml. Information concerning if any result was reported outside the laboratory was requested, but it was not provided. No adverse event occurred.